Manufacturer narrative:
The devices were not available; therefore, product testing on these actual devices could not be performed. The devices identifiers were not provided; therefore, the device history records for these devices lot numbers could not be reviewed. A review of the device labeling was completed. Decreased/impaired vision and edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Decreased/impaired vision and edema are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2021-00045 for report associated with stents occlusions.

Event description:
The following was reported through a review of an article titled ¿combined phacoemulsification and istent inject implantation in asian eyes¿. Following stents implantations, two (2) eyes presented with stent occlusion by the iris and the two (2) eyes were treated with yag laser. In addition, three (3) eyes presented with decreased visual acuity at the end of the follow-up period. The first case of decreased vision had chronic cystoid macular edema at postop month one (1) resulting in decreased vision. The second and third eyes were associated with severe glaucoma disease. Any omitted information was not provided through follow-up for additional information. This report references reported cases of adverse events.